Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 411 mg/dl, 132 mg/dl, 182 mg/dl, and 140 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of subject device and replacement was sent.